Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-8 below) as part of internal complaint handling activities. Patient date of birth (a2) and weight (a4) not reported. Date of event (b3) is unknown. The event is considered to be an ulcer forming upon the screw backing out. Catalog # and serial # (d4) not utilized by trilliant surgical. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. Reprocessor name and address (d9) n/a to this report. Concomitant medical products and therapy dates (d11) not reported. Section h9 n/a to this report. No files attached to this report. Corrected information provided in follow-up submission. B1 - adverse event and product problem are selected. B5 - description of event/problem for initial submission - corrected to not identify any physician or institution by name. D2 - common device name (product code is correct in initial submission). D3 - establishment name and address corrected, fax number added. D4 - model #, catalog #, serial #. Section f n/a to this report. G1, g2 - establishment name and address corrected, fax number added. G3 - report source corrected to health professional and distributor and selection for company representative removed. H10 - corrected data. Additional information provided in follow-up submission. D4 - lot #, unique identifier (UDI) #. G1 - name, email address, and telephone number updated as different personnel is submitting the follow-up submission than the initial submission. H10 - additional manufacturer narrative. Investigation summary: device history record (DHR) review: lot number 75ij0323 was identified for this event. The corresponding DHR was reviewed for any significant events (i.e. Nonconformances (ncrs), reworks (rwks), deviations) that may correlate to the reported event. No adverse event was identified. Thus, the DHR review did not provide additional insight into the root cause of the 2.4mm x 26mm tiger cannulated screw backing out as described in this event.

Event description:
Doctor 1 corrected a bunion on a 71-year-old male patient on (B)(4) 2018 using the minimally invasive bunion (mib) plating system. According to the trilliant surgical sales representative at the case, the patient came in for his post-op review sometime between 05/29/2018 and 01/16/2019 (exact date unknown). At the appointment, the patient had no report of pain, but doctor 1 noticed that an ulcer had formed at the site and it appeared that the 2.4mm x 26mm tiger cannulated screw (200-24-026) was backing out. Dr. (B)(6) removed the proximal 2.4mm x 26mm tiger cannulated screw (200-24-026) from the site on 01/16/2019 and left the plate hole empty. The removed 2.4mm x 26mm tiger cannulated screw (200-24-026) was not returned to corporate for review.

Manufacturer narrative:
An event was reported involving a 2.4mm tiger cannulated screw backing out of an mib plate leading to a revision surgery. In this instance, the mib plate was implanted on (B)(6) 2018. The tiger cannulated proximal screw was reported to be backing out and was removed on (B)(6) 2019. Very little case information was provided. Lot numbers of screws and the mib plate were not provided. Parts were not returned to corporate for evaluation. Case information was not available regarding the initial implantation. The complaint log was reviewed and a total of 12 similar events have been identified. Due to the limited information provided, a root cause of this event cannot be determined.

Event description:
Dr. (B)(6) corrected a bunionectomy on a (B)(6) male patient on (B)(6) 2018 using the minimally invasive bunion plating system. According to (B)(4), our trilliant sales representative at the case, the patient came in for his post-op review sometime between (B)(6) 2018 and (B)(6) 2019 (exact date unknown). At the appointment, the patient had no report of pain, but dr. (B)(6) noticed that an ulcer had formed at the site and it appeared that the 200-24-026 tiger screw was backing out. Dr. (B)(6) removed the proximal 200-24-026 tiger screw from the site on (B)(6) 2019 and left the plate hole empty. The removed 200-24-0xx tiger cannulated screw will not be returned to corporate for review.